Event description:
It was reported to olympus that an error "e105" occurred and the device was restarted to resolve the problem. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The indicated phenomenon was not reproduced and no abnormality was identified in the equipment. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.